Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in a clinical setting for unknown reasons, inappropriate auto mode switching episodes caused by far r-wave oversensing was observed upon device interrogation. Recommended programming changes will be discussed with the physician. No further information is available at this time.